Manufacturer narrative:
On august 24, 2022, mentor updated the complaint's coding for accuracy and added code f12-serious injury/illness/impairment in section h6-health effect - impact code. All relevant fields have been updated in section h6 to contain the imdrf codes in place of previously submitted codes. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: pc-000516834

Manufacturer narrative:
On march 09, 2023, mentor received additional information regarding the patient's diagnosis. It was reported that the patient also experienced a rupture. Coding in section h6-medical device problem code has been updated to document the additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 08, 2023, mentor received additional information reporting that the patient was to undergo device explantation on (B)(6) 2023. Section d6b. And section h6 has been updated to reflect this additional information. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. H6 health effect - clinical code e2402: generalized illness, capsular contracture, and rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 04, 2023, the mentor failure analysis lab has received the device for evaluation. On july 13, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the siltex hpg, 375cc breast implant had an area of siltex cracking on the posterior view. Leak testing was performed, according to mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately less than 0.1 cm. Additionally, no other leak sites were detected. A microscopic examination was performed and no instrument damage was observed at the edges of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. At the present, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 01, 2023, mentor received additional information regarding the patient's diagnosis. Per the operative report provided, imaging was performed on (B)(6) 2022, which showed bilateral silicone-laden axillary lymph nodes. In addition, a copy of the pathology report was provided. It reads as follows: a. Breast, right, implant, removal (gross only). B. Breast, right, lower inner quadrant: ductal carcinoma in situ, nuclear grade I with intraluminal microcalcifications. Biopsy site changes, atypical ductal hyperplasia and florid usual ductal hyperplasia, and fibroadenomatoid changes. C. Breast, right, deep medial margin of breast capsule, excision: fibrous implant capsule with synovial-like lining, abundant vacuoles consistent with silicone and benign skeletal muscle. D. Breast, right, deep lateral margin, excision: ductal carcinoma in situ, nuclear grade I, fibrous implant capsule with synovial-like lining, abundant vacuoles consistent with silicone and benign skeletal muscle. E. Breast implant capsule, right, capsulectomy: fibrous implant capsule with synovial-like lining, abundant vacuoles consistent with silicone, and benign skeletal muscle. F. Breast, left, implant, removal (gross only). G. Breast implant capsule, left, capsulectomy: fibrous implant capsule with synovial-like lining, abundant vacuoles consistent with silicone, and benign skeletal muscle. Manufacturer¿s reference number: (B)(4) in reference to the initial report, the impacted product with lot number 7008499 and serial number (B)(6) was determined to be the patient's left side. Please see manufacture report number 1645337-2019-18166 for the patient's right side.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female underwent a primary breast augmentation with a mentor memorygel breast implant 375cc and experienced capsular contracture on the right side and several unexplained systemic symptoms including chest pain, anxiety, and fatigue post-operational. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.